Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/17/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a valve surgery on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). An opened sample of product code px82, was received for evaluation. The product code is double armed. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. The second needle no present defects. The manufacturing records couldn't be reviewed as the batch number is unknown. According to the sample conditions, the assignable cause of the detached needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.